Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician in japan of catheter crack and leak and peritonitis in a male patient (approximately 70 years of age) coincident with extraneal viaflex and dianeal-n pd2 therapies for chronic renal failure. On an unreported date in (B)(6) 2012, the patient found the catheter cracked and had leaked. On (B)(6) 2012, the patient was hospitalized for suspected peritonitis. Approximately (B)(6) 2012, the effluent appeared cloudy and the patient experienced peritonitis. A peritoneal effluent analysis and culture were not reported. Remedial treatment was not reported. At the time of this report the patient remained hospitalized. The outcome of the peritonitis event was not resolved. The outcome of the catheter crack and leak was not reported. Patient injury reported: yes medical intervention required: yes (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).